Event description:
Dr. (B)(6) positioned the fast-fix and deployed the 1st t-bar with a proper 1st push (click). As doctor was looking for good position to put the 2nd t-bar, we noticed that the 2nd t-bar had been deployed. He had to remove the delivery needle and then used a scissors punch and grasper to remove the loating 2nd t-bar in the knee joint. He cleaned up the suture bits with a shaver. The 1st t-bar was left outside the capsular junction.

Manufacturer narrative:
Product is not being returned for evaluation. (B)(4).

Manufacturer narrative:
The returned device was visually inspected. During the device evaluation it was found that there were no t-s returned with the device. The device was tested and actuates without issue. Per the dfmea 16000048 the potential manufacturing related causes for "t-2 deploys prematurely" the potential causes are "IFU or technique not being followed (advance trigger prematurely, pull back needle too far)." The device was measured and found to meet print specifications. A review of the batch history records did not identify any in-process issues. In-process sampling for deployment is conducted for each production lot and parts passed the required product quality inspections. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of this complaint. No further investigation is warranted at this time. (B)(4).